Event description:
New information received notes that the lead later exhibited noise. The lead was capped and replaced. The patient was in good condition following the procedure.

Event description:
It was reported that during ICD change-out due to normal eri, externalized conductors were observed via fluoro on the rv lead. No electrical anomalies were detected. Lead remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.